Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Device evaluated by manufacturer: the device was returned for analysis. The hypotube profile and shaft polymer extrusion profile were not returned with the device. The stent was returned attached to the balloon of a wolverine device. The stent was severely deformed and could not be removed from the balloon.

Event description:
It was reported that the balloon was stuck with stent. A 2.50 x 16 mmm synergy xd was implanted in the left main trunk on (B)(6) 2024. In september 2025, ivus revealed underexpansion of the previously implanted stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to mid left anterior descending artery. A 10mm wolverine coronary cutting balloon monorail advanced and inflated to 6 atm to further dilate the underexpanded stent. When attempting to remove the balloon, it became stuck inside the stent. An additional guidewire and non-boston scientific balloon catheter were introduced in an attempt to free the balloon from the stent. The balloon could not be withdrawn and the synergy and wolverine were both removed from the patient's body. The procedure was completed with a non-boston scientific dcb. There was no health injury observed, and patient was safely discharged after the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the balloon was stuck with stent. A 2.50 x 16 mmm synergy xd was implanted in the left main trunk on (B)(6)2024. In (B)(6)2025, ivus revealed underexpansion of the previously implanted stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to mid left anterior descending artery. A 10mm wolverine coronary cutting balloon monorail advanced and inflated to 6 atm to further dilate the underexpanded stent. When attempting to remove the balloon, it became stuck inside the stent. An additional guidewire and non-boston scientific balloon catheter were introduced in an attempt to free the balloon from the stent. The balloon could not be withdrawn and the synergy and wolverine were both removed from the patient's body. The procedure was completed with a non-boston scientific dcb. There was no health injury observed, and patient was safely discharged after the procedure.